Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose (bg) levels over the past 4-5 days and more elevated at night (over 300 mg/ml). The possible cause of the high bg was unknown. The customer delivered boluses to address bg level. The customer was advised to consult with a healthcare provider regarding the high bg level.